Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. The patient experienced continuous pain which required a re-operation on (B)(6) 2012. During the re-operation, it was noted that the patient had developed adhesions which were removed by blunt dissection. The mesh was not removed from the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4): adhesions occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information narrative: it was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2012 and mesh was used. During the re-operation, it was noted that the patient had developed adhesions which were removed by blunt and sharp dissection.